Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d08119, h11c20033 and h11c20033 and no exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h11b04021 and an exception was noted for cassette damage on the drain line. There was no evidence to support any association to the reported problem. The affected product was 100% inspected and corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter (B)(4), the caregiver reported the following. On (B)(6) 2011, patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. The patient was not recovering. Dianeal therapy was ongoing. The consumer did not provide an opinion on causality. The nurse declined further information.